Manufacturer narrative:
The t:slim x2 with ciq technology user guide states: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed supplies to address the first two occlusion alarms, but occlusion alarms continued. Customer changed supplies to address the third occlusion alarm, and resumed insulin delivery. Customer reported blood glucose level was in the 255-308 mg/dl range.